Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -4.5 diopter was implanted as a replacement into the patient's left eye (os) on (B)(6) 2023, due to lens rotation not associated to low vault. The problem was not resolved. Reportedly, "blurred vision due to residual astigmatism. Subjective refraction at final visit. +0-1.00x130."